Event description:
Per received report: the procedure was coil embolization for endoleak after aortic stent graft repair. The characteristic of the vessel was not calcified and not tortuous. During the procedure, a presidio (pc4180830-30/j10566, complaint product) would not be detached although pressing the detachment button for several times. When the physician replaced the presidio for a new one (details unknown), he was able to detach it using the same cable without any difficulty. According to the physician, the system ready light did not illuminate at that time. Before and after the complaint product, several coils were successfully placed using the same cable and dcb and there were no problems noted. Afterwards, the procedure was completed with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event. The complaint product is going to be returned for evaluation.

Manufacturer narrative:
Unknown microcatheter, unknown detachment control box and cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization for endoleak after aortic stent graft repair the presidio coil (B)(4) would detach although the detachment button was pressed for several times. When the presidio was replaced for a new one (details unknown), it was able to be detached using the same cable without any difficulty. According to the physician, the system ready light did not illuminate at that time. Before and after the complaint product, several coils were successfully placed using the same cable and dcb and there were no problems noted. The vessel was not calcified and not tortuous. Afterwards, the procedure was completed with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event. No additional information is available. The returned microcoil system appears to have been cleaned by the end user before being returned. The microcoil system was returned severely damaged with the coil unsheathed and entangled. The returned device positioning unit (dpu) failed electrical testing for coil detachment. The most likely root cause of the failure to detach and the system go lights failure to illuminate with functional testing was due to a fracture in the resistive heating coil's solder joint. The circumstances of how and where this damage occurred cannot be determined. It was reported that the procedure was conducted in accordance with the instructions for use (IFU). The IFU outlines to verify the functionality of the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. If the system does not pass the verification, a replacement coil should be selected and the microcoil system should be re-packaged and returned. If the fracture in the resistive heating coil's solder joint as found on the returned device had been present prior to use, it would not have passed the pre-use verification. Based on this, it appears that procedural factors/device handling contributed to the reported damages and inability of the coil to detach. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported information and the analysis of the returned device it appears that device manipulation and/or procedural/handling factors may have contributed to the reported failure to detach with no indication of a relationship to the device manufacturing process.